Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon opening the sterile packaging of the catheter, a white powdery substance was observed on the resistance knob of the catheter handle. It was reported that the substance transferred onto the physician¿s glove when touched, and there was concern that the sterility and safety for use in the sterile field may have been compromised. It was reported that the device was not used and the procedure continued with a replacement device. The outcome of this case is unknown. No patient complications have been reported as a result of this event.